Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Review of the pump history during troubleshooting with tandem technical support showed the battery depleted from 95% to 45% in one day. In addition, the pump could not charge properly without the customer maneuvering the cable into the charging port at a certain angle despite the attempt of multiple cables. The customer¿s blood glucose (bg) level was 387 (mg/dl). The cause of the elevated bg level was unknown. A correction bolus was delivered to address bg level. System check with tandem technical support indicated the pump was delivering insulin as intended. The customer confirmed the bg level had lowered to 100 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy. The customer also had manual injection supplies available.